Event description:
Philips received a complaint on the v60 ventilator indicating that the device was giving an error message of patient disconnect. Not in clinical use at time of discovery. The field service engineer pulled the diagnostic report (drpt) from the device and checked for error codes. No error codes were found. The fse performed a preoperational check, and no errors were found. Having found no issue, the fse prepared the ventilator for patient use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.